Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; heart lead flex connector tail is not properly seated into connector on the main printed circuit board assembly. Analysis also found the upper and lower cases are broken, battery contacts are compressed, keyboard is scratched, battery flex is corroded, battery drawer o-ring is missing, serial number label is damaged, and lcd (liquid crystal display) is out of electrical specification (missing pixels). (B)(4).

Event description:
It was reported the device is able to be turned on and all required settings "set" but when used on a patient there is no output or will not work. The device was returned for repair. No patient complications were reported as a result of this event.